Event description:
The customer's husband questioned inr results for the customer on coaguchek xs meter with serial number (B)(4). The customer initially received an error message. The customer tested again and received an initial result of 5.0 inr at 6:47 a.m. This result was not believed to be correct so the customer re-tested at 7:00 a.m. With a result of 3.3 inr. The customer thought the result of 3.3 inr was correct and reported this result to her healthcare provider. No changes were made to the customer's medication. The customer 's therapeutic range is 3.0 - 4.0 inr. No adverse event occurred. The customer is doing well in stable condition. The customer has no hct issues. The customer is not on heparin or other direct thrombin inhibitors. The customer has antiphospholipid antibodies. The customer has not had any changes in diet or medications. The customer has not been ill recently. The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.